Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The reported system error 348 alarm was unable to be reproduced. A single occurrence of a system error 348 alarm was verified through a review of the event history log; the cause was unable to be determined and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 348 (no upstream sensor poll) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.